Event description:
It was reported that at an unknown time post op, pt began having pain. During a re-operation to explore the fusion, surgeon noted that the top set screw had backed out. The set screw was tightened and was not explanted.